Event description:
On 05/05/2008, the pt reported that her blood glucose was elevated the previous day and she noticed that there was an empty space near the end of the infusion tubing and the tubing was "not full." She stated that although she had not eaten since breakfast her blood glucose has elevated. Her current blood glucose level was 203 mg/dl. Her target blood glucose level is 150 mg/dl. She stated that she attached 2 more infusion tubings and experienced the same result. She was sent replacement infusion sets. Upon follow up in 2008, the pt stated, she was "doing all right" and had no further issues with her infusion tubing. She reported that her blood glucose measured 75 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.